Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb periprosthetic femur plate, distal, left, 9 holes, 238 mm on the left side on (B)(6) 2016 and the patient underwent revision surgery on unknown date due to implant fracture.

Manufacturer narrative:
Additional information was requested at complainant. Currently, no additional information is available at the moment. No trend considering the following event is identified: plate breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that patient underwent the femur fracture procedure utilizing the ncb plate on (B)(6) 2016. The patient felt no power on one's leg and then went to the hospital to have a medical examination. The surgeon found breakage of the plate, so revision surgery was performed in (B)(6) 2017 (exact date not provided). No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, as the device was not returned for evaluation, this point cannot be excluded. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, as the device was not returned for evaluation, this point cannot be excluded. - breakage of implant due to implant will be implanted against contraindication => possible, no specific information was provided. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays have been sent for review. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-rays have been sent for review. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, it can be that the plate was bent. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, it can be that spacers were used. - breakage of implant due to user perform improper handling of the plate during insertion => possible, it is possible that the user did something wrong during the initial surgery. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no patient information was provided. - breakage of implant due to patient do not follow the postoperative protocol => possible, no patient information was provided. Conclusion summary it was reported that a ncb plate was implanted in (B)(6) 2016 and revised in (B)(6) 2017 due to a breakage of the plate. The plate was in vivo for 10 months. A non-union is usually declared 8 months after the fracture occurred but this time point is depending on several fractures such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. The plate has not been returned for product analysis. Therefore, the condition of the component is unknown. An exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a ncb®, periprosthetic femur plate, distal, left, 9 holes, 238 mm on (B)(6), 2016 and the patient was revised in (B)(6) 2017 (exact date of implantation is unknown) due to implant fracture.

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb periprosthetic femur plate, distal, left, 9 holes, 238mm on the left side on (B)(6) 2016 and the patient underwent revision surgery in (B)(6) 2017 due to implant fracture. Note: as the exact date of explantation is unknown, the first day of the month was entered.